Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a general surgery procedure on an unknown date and barbed suture was used. The patient presented with an eventration. The surgeon reported that the patient is an oncologic patient who had received chemo and radiotherapy prior to this procedure. In addition, after the postoperative period, the patient experienced an ileum with obstruction of the intestinal transit, a complete and persistent stopping of the intestinal contents at some point in its path, either in the small intestine or in the large intestine. The surgeon opines that these are factors that can affect the normal behavior of a device such as suture. The surgeon opines that the tissue of this patient is totally different from that of a patient under normal conditions. Additional information has been requested.